Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the distal conductor was extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during the implant procedure it was not possible to remove the guide catheter after positioning the left ventricular (lv) lead. The lead and catheter were removed and another lead was implanted. No patient complications have been reported as a result of this event.